Event description:
Oracle ro (B)(4): failed occlusion test 4x during the testing process.

Manufacturer narrative:
D10: device available for evaluation: updated. H3: device evaluated by manufacturer: updated. H6: event problem and evaluation codes: updated. H10: device evaluation: the device was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed that the tamper seal was missing upon receipt. Functional check, to include non-destructive analysis of the pump, was performed. Error codes for downstream occlusion were found in the device event history log. Results: the customer reported problem was not duplicated. Sensor output was 131 millivolts in the multi-user mu menu and changed as pressure was applied. In user mode, the downstream occlusion dso passed pressure testing at 20 pounds per square inch. Root cause of the reported event and who caused the reported event is unknown and cannot be determined as no issue was found with the returned device. Recommend replacement of the downstream occlusion sensor as a preventative measure. A manufacturing device history record DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture or last repair of the device. No manufacturing or service issues were identified as causes of the customer reported problem during the review of service and repair records. Therefore, no manufacturing or service records review is needed., corrected data: d4: correction: model number: 2120, d5: correction: operator of device: unknown, e4: correction: initial reporter sent to FDA: unknown.